Event description:
Clinician suspected loss of capture. Current egm: there are two distinct paced ventricular complexes which indicates one of the ventricular leads might not be capturing (rv lead high threshold). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).